Manufacturer narrative:
Device received with operating currents within specific . Device passed self test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during prime test due to faulty force sensor resistor .unable to perform occlusion test or excessive no delivery test due to prime anomaly. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose. The customer reported that they had high blood glucose of 400, 300 mg/dl. The customer was treated with the manual injection. The customer reported that they had received a no delivery alarm. The customer declined the high blood glucose troubleshooting and performed for the no delivery alarm. Customer stated that they had tried all remedies. The customer was advised the insulin pump will need to be replaced and revert to backup plan. The insulin pump will be returned for analysis.